Event description:
Three months after cochlear implant surgery, the pt reportedly was no longer able to hear. Clinicians reportedly were unable to obtain telemetry measurements from this pt's device. Exchanging the external equipment did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's applications. Explantation and reimplantation surgery took place in 2005. The device was analyzed and the results confirmed a product problem.